Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported from patient indicated that patient did not know the cause of the buzzing. However, the issue was resolved and the buzzing was stopped. The patient was slowly adjusting to the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported she had surgery yesterday, does not know what they replaced or fixed since she stated she was still under. However, patient mentioned she had the revision because there was a buzzing and the device was not working to control her urinary symptom. No further complications were reported/anticipated.